Event description:
It was reported that this right atrial (ra) lead was explanted due perforation of the lung. Patient presented with shortness of breath (sob) and chest discomfort. The perforation was identified by x-ray and confirmed by CT. The patient also presented with 1.5 liters fluid in pleural cavity, which was removed and replaced successfully. No additional adverse patient effects were reported.